Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery was performed on (B)(6) 2020 via tha. When removing a liner with the extractor, the surgeon could not remove the liner. In checking the extractor, the surgeon found that the tab of the tip of the extractor deformed. He tried to correct the deformity, and then, the extractor broke. The broken fragment was lost, but the surgeon checked and confirmed no piece in the body. The surgery was completed without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: (B)(4). Corrected: g1, h3.